Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left 1/4 of each coil in me/ she cut her tubes at the uterus left the remaining portion of the tubes with the rest of her coils") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). The patient was treated with surgery (full hysterectomy). At the time of the report, the device breakage, pelvic pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: it was reported that she had second surgery 4 weeks ago and had another surgery in 3 to 6 months to remove right ovary because it was attached to tissue. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left 1/4 of each coil in me/ she cut her tubes at the uterus left the remaining portion of the tubes with the rest of her coils') and pelvic pain ('pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), menorrhagia ("heavy bleeding and bad cramps") and dysmenorrhoea ("heavy bleeding and bad cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy,oophorectomy and to remove fragments). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, complication of device removal, weight increased, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she had second surgery 4 weeks ago and had another surgery in 3 to 6 months to remove right ovary because it was attached to tissue. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 5,6 and 7 process together. New events added:heavy bleeding and bad cramps and weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left 1/4 of each coil in me/ she cut her tubes at the uterus left the remaining portion of the tubes with the rest of her coils') and pelvic pain ('pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pain medicines. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), menorrhagia ("heavy bleeding and bad cramps"), dysmenorrhoea ("heavy bleeding and bad cramps") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy,oophorectomy and to remove fragments). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, complication of device removal, weight increased, menorrhagia, dysmenorrhoea and pain outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea, menorrhagia, pain, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she had second surgery 4 weeks ago and had another surgery in 3 to 6 months to remove right ovary because it was attached to tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left 1/4 of each coil in me/ she cut her tubes at the uterus left the remaining portion of the tubes with the rest of her coils') and pelvic pain ('pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: pain medicines. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal"), menorrhagia ("heavy bleeding and bad cramps"), dysmenorrhoea ("heavy bleeding and bad cramps") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy,oophorectomy and to remove fragments). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, complication of device removal, weight increased, menorrhagia, dysmenorrhoea and pain outcome was unknown. The reporter considered complication of device removal, device breakage, dysmenorrhoea, menorrhagia, pain, pelvic pain and weight increased to be related to essure. The reporter commented: it was reported that she had second surgery 4 weeks ago and had another surgery in 3 to 6 months to remove right ovary because it was attached to tissue. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.